Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 146 mg/dl at the time of incident. Customer was advised to disconnect from the pump. Customer was advised to discontinue the use of pump and revert to back up plan. Customer was advised that the pump will need to be replaced. Customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, operating currents, selftest and off no power. No blank display during testing. The battery tube connector plugged in properly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and cracked belt clip slot.